Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on radius assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.